Manufacturer narrative:
The technician replaced the brake and steer casters to resolve the issue.

Event description:
Technician alleged the brake caster sets but is spinning, brake caster swivels in brake mode. No injuries reported.